Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a balseal which was stretched on two inserts and missing (but recovered) on a third.

Manufacturer narrative:
Update: (B)(6) 2017 upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2017-29531, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Changing MDR yes to MDR no